Manufacturer narrative:
The device was not returned to olympus for inspection, so the reported failure was not confirmed. E1 - initial reporter establishment name: (B)(6). Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope stopped displaying an image during a diagnostic upper endoscopy. The procedure was completed with same device. There were no reports of patient harm.